Manufacturer narrative:
A boston scientific technical services consultant reviewed the data and noted the pacing impedance measurements were stable in the low 400 ohm range and then increased to 841 ohms. The highest measurement was 1673 ohms. There was no noise observed in the episodes that were reviewed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a physician that is observing varying pacing impedance measurements on the right ventricular (rv) channel with medtronic devices and boston scientific leads. No adverse patient effects were reported.